Event description:
Pt called in stating that her nebulizer machine is not working properly. Pt doesn¿t seem to think it is the machine. No further info. Unknown if device on hand for return. Indication: chronic obstructive pulmonary disease, unspecified.